Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device fails operational check at the etco2 test. The field service engineer (fse) evaluated the device and found a co2 issue. The device needs a co2 module. (B)(4). Upon conclusion of the evaluation, it was determined that the co2 module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails operational check at the etco2 test. There was no patient involvement.